Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. During visual inspection the sheath shaft was noted to be curved. The liner was fully expanded and the distal tip had opened, as designed. The liner was fully delaminated, 8cm in length from the distal tip. The c-marker band remained attached to sheath shaft. Due to the nature of the complaint, no functional or dimensional testing was performed. The event was confirmed through visual evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the complaint was confirmed. Investigation results suggests that procedural factors (withdrawal difficulty) and patient factors (tortuosity) may have caused or contributed to this complaint event. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra/fca) is required.

Event description:
As reported by our affiliates in denmark, this was a case with a 29m sapien 3 valve in aortic position by transfemoral approach. During the procedure, the native valve was pre-dilated with a 24mm non-edwards balloon. No resistance was felt while inserting the esheath in the patient. There was no difficulty advancing the commander delivery system through the sheath. The valve implant was successfully performed. The commander delivery system was retrieved through the sheath as usual. After device withdrawal, it was noted that the sheath was split, and blood was leaking through this hole approximately 10 cm from the sheath distal tip. The patient did not suffer any injury due to this event. No blood transfusion was needed. The patient was doing well. The perceived root cause of the hole in the sheath was excess force used during withdrawal of the balloon used for the pre-dilation. Pre-decontamination observation noted the sheath liner was fully delaminated 8 cm in length from the tip.